Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the jaw would not open on the tissue. The jaw was opened forcibly by hand and the tissue was not damaged. Another device was used to complete the procedure. There were no adverse consequences for the patient.